Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Based on the verbatim, it was reported that ¿there is no chinese label on the smallest individual package of the product¿. However, upon review of the unit label graphics of the affected catalogue number 381212, it was observed that there was no chinese character on the unit label. Hence, the chinese label that was reported missing was most likely not part of tuas plant¿s original labelling. This non-conformance most likely occurred outside of tuas manufacturing facility.

Event description:
Discovered before use, there is no chinese label on the smallest individual package of the product, the number of affected 25 pcs, need a letter of response to the complaint, need a letter of acceptance of the complaint, need a green claim, the photo can not be provided, the sample can not be returned

Event description:
It was reported that bd insyte yel 24ga x 0.75in was missing the chinese label. Inserts discovered before use, there is no chinese label on the smallest individual package of the product, the number of affected 25 pcs, need a letter of response to the complaint, need a letter of acceptance of the complaint, need a green claim, the photo can not be provided, the sample can not be returned

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.